Event description:
It was reported that the patient experienced pain where the implantable neurostimulator (ins) was located every time they bent over. It had been painful since they got the original ins implanted. The patient ended up having it relocated about 1 month prior to the report due to it causing too much pain. It was noted that the device was put in lower. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va05yv1, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).